Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had foreign matter and was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9169553. It was reported that recently the customer have experienced four needle failures. He also stated that he doesn't want to lose insulin medication and also have some concerns that traces of materials may contaminate the insulin medication. I am an insulin dependent diabetic. I have been for five years and have always used bd nano ultra-fine pen needles (4mmx32g) without incident. Recently I have experienced four needle failures in my last box of 100. This has occurred from the 40 I have transferred to my diabetic kit from the original container. This represents a 10% failure rate. My concerns are in three areas; I don't wish to lose insulin medication and I don't wish to experience unnecessary extra shots. I also have some concerns that traces of materials may contaminate the insulin medication. I am not seeking anything from you in any form. I am a (B)(6) year health professional and I only want to share the information with your quality control department in the event you receive any other information relative to this lot number of needles.